Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The device was returned inside its package. Upon visual inspection, it was observed that the foil from the packaging was damaged; it was noted to have a hole in the foil, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event.

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on (B)(6) 2017 and the absorbable straps were used. Prior to the procedure, it was found that there was a hole in the foil packaging. Another like device was used to complete the procedure. There were no adverse patient consequences reported.